Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the procedure was completed with an another lens.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens does not seem to be opening properly and was going in upside down also the haptic was breaking off and had a crack in it. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
Sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).